Event description:
Edwards received notification from a field clinical specialist that a patient with a 20mm sapien 3 valve, implanted in the aortic position for 4 years and 7 months, is failing due to increased gradients. As reported, the patient presented with shortness of breath for the last few months. Mean gradient now is 50mmhg. Dvi .22. Acceleration time of 140sec. Mean gradient post implant was 22mmhg with hyperdynamic lv. The patient initially refused for surgery for psych reasons/non-compliance. The patient was offered surgery now but does not want it.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for increased gradients was unable to be confirmed as no medical report and/or relevant imagery were provided . It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remains implanted

Event description:
Edwards received notification from a field clinical specialist that a patient with a 20mm sapien 3 valve, implanted in the aortic position for 4 years and 7 months, is failing due to unknown reasons. No date for intervention has been scheduled. No additional details were provided.